Manufacturer narrative:
Implant date was between (B) (6) 2009 and (B) (6) 2009. Event date was approximately 3-4 weeks post-implant. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
At an unspecified time during (B) (6) 2009 through (B) (6) 2009, a pt underwent breast reconstruction and breast implant immediately following mastectomy on an unspecified breast. Veritas collagen matrix was used in this procedure. Approximately 3-4 weeks later, the pt had pain and had redness over the implant area. The physician prescribed an unspecified oral antibiotic to the pt, however, the pt did not respond to antibiotic treatment. The physician took the pt back into the operating room where both the breast implant and veritas patch were removed. The physician did not replace the veritas patch with any other surgical mesh. The pt is reported to be improving slowly. Note: same problem and reporter as the following manufacturer report numbers, but involved separate patients and events: 2183620-2009-00051, 2183620-2010-00007.